Manufacturer narrative:
The filter sets were discarded and not available for analysis. The lot number was not provided; therefore, no device history record review was performed.

Event description:
During continuous renal replacement therapy, a pt sustained a blood loss of approximately 608 ml over a five hour period when the contents of four prismaflex m100 filter sets were not returned due to the filter clotting. The nurse reported that immediately upon initiating treatment with each one of the filter sets, the prismaflex generated the "access extremely negative" alarms. The pt's access site was changed but the machine continued to generate the "access extremely negative" alarm. The prismaflex was not inspected and the prismaflex filter sets were discarded and not available for inspection.